Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger; product ID: 97754, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found that connector pin bent. All fdm, fdr and fdc applied to desktop charger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient stated receiving a recharger and desktop charger (dtc) and it fixed the problem. It was mentioned patient also did for the last year, so he had always had to recharge every 24 hours, or his ins would be dead, it took hours and hours to charge and it had been going on since implant. Patient wanted to understand why new recharge equipment was charged his implant and the charge lasted 3 days, it took less than an hour to charge his implant. It was reviewed his prior ins recharger always had 8 black coupling boxes, always recharged until the ins battery was full and used the same setting, patient did not have any programming done. It was reviewed they didn't know why the difference was. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. When asked the circumstance that led to using pp to turn stimulator off and the pain returned right away, patient stated it was unable to charge my stimulator. It was noted the replacement of recharger and desktop charger resolved those issues above. Patient stated the desktop charger (dtc) was the problem, the new dtc charged his stimulator in less or about 1 hour, the old equipment took 3 or more hours. No further complication and no symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 97754, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported the ins recharger (insr) was not charging despite the desktop charger was plugged into the wall with a green light and was plugging into the insr. Patient confirmed seeing charge your insr warning screen. It was mentioned the connector pin did not appear bent/damaged and seemed secure when plugged into the insr. This would consider a sudden changed in therapy and symptoms. Patient stated his ins battery level was at ¾ full when he charged last. Patient noted he used his patient programmer to turn off his stimulator (because he could not use his recharger due to the issue describe above), and his pain returned right away. A replacement recharger would be sent. It was noted connector inside recharger was loose and would not charge. Additional information was received on (B)(6) 2019 was received from patient. Patient stated he received a replacement ins recharger that was fully charged and allowed him to charge the ins, but when he plugged the insr into the desktop charger (dtc), the dtc didn¿t charge the insr up. Patient noted he needed to get a replacement dtc this time to resolve the issue. It was reviewed tracking with the patient and expectation with delivery. A replacement desktop charger would be sent. It was mentioned patient received recharger and it was still not charging up. No further complication and no symptoms were reported.